Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Section d4: device details were not provided. Section h4: manufacturing date was not provided.

Event description:
A healthcare facility in texas reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of a bc191-05 flexitrunk nasal tubing detached from the connector end during use. It was also reported that the patient experienced desaturation, which was resolved upon replacement of the flexitrunk, with no further consequences reported.